Event description:
It was reported that the touch screen displayed discoloration with lines in the bottom right corner extending to the top left corner, affecting the ability to interact with and read the pump screen. There was no adverse impact to the customer's blood glucose level. A replacement pump was arranged to be sent to the customer, who will contact their healthcare provider to obtain alternate method of insulin therapy.